Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the universal surgical manipulator (usm) 1 repeatedly had yellow indication on the led and recoverable fault. An error 23062 reported multiple time and the customer recovered the error each time. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested for power cycle the system. The customer had concern of instrument life and also stated they give try. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was reported during procedure. The system functionality was checked upon powering on the system and the system initially powered on without errors. The usm was not disabled and the procedure was completed robotically using all 4 arms. The customer recovered the fault each time to proceed.

Manufacturer narrative:
Based on the claim against the product by the customer noting usm 1 error, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the usm to resolve the reported issue. An isi did not receive a da vinci product to perform failure analysis. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 23062 on the usm 1 related to the reported complaint. An event verification confirmed the pyeloplasty procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). No image or video was available for review. This complaint is reportable malfunction event due to the following: it was alleged that the usm 1 repeatedly had yellow indication on the led and recoverable fault. The fse replaced the usm 1 to resolve the reported issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not be reproduced the customer reported complaint. However, the error/fault was confirmed via field logs. The usm was able to be driven intuitive on a system through its full range of motion with no errors. The usm was also tested on a psc fixture test platform (pftp) and passed direction, lissajous, check sensors, brake release, brake hold, advanced brake, check cannula, fib test, carriage switches and sine cycle tests. The carriage cover was also taken off and no signs of fluid intrusion was found. The degree of freedom (dof) 8 stator, dof 8 rotor and instrument sterile adapter (isa) will be replaced as a precaution.

Event description:
Refer to h10/h11 for follow-up information.